Event description:
It was reported that during a laparoscopic lobectomy procedure, the tr35w came off and fell into the patient after the device was fired on the pulmonary vein at the 3rd firing. Some deployed staples were malformed and staples on the distal end were not deployed. It was suspected that staples were malformed so that the cartridge had been dislodged at the firing. Just to be safe, the blood vessel was sutured with 2 stitches. Although this event occurred at the 3rd firing, the 2nd cartridge had come off before the 2nd firing, so the 2nd cartridge had been reloaded and fired. Reinforcement material was not used. There were no adverse consequences to the patient. According to the sales rep who attended the operation, the cartridge was properly loaded into the device prior to firing. When the sales rep checked the device, the cartridge was loose on the device.

Manufacturer narrative:
(B)(4). Damaged cartridge the analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge reload present. The reload was received partially fired 3/4 and with the lockout damaged. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The batch record was reviewed and no anomalies were noted during the manufacturing process.